Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were hard to press to get a response. Customer¿s blood glucose level was unknown at the time of incident. Customer also reported that the insulin pump was slower and louder to rewind, and rejects new batteries. The device will not be returned for analysis.